Event description:
Tracheal tube was kinked and the suction tube stopped halfway, so the tracheal tube was removed and a new tracheal tube was inserted.

Manufacturer narrative:
The kinked tube would cause loss of ventilation and suction tube being blocked. The interruption in therapy caused the patient to be re-intubated.

Manufacturer narrative:
The kinked tube would cause loss of ventilation and suction tube being blocked. The interruption in therapy caused the patient to be re-intubated. The complaint reported for " I-pfhv-70" the complaint investigation was performed based on the content of the issue reported. The kink tube caused a delay in procedure, as a new tracheal tube had to be re-inserted. Photos were provided and confirmed for "trace of kink" in the tube. There were no reported lot number provided; therefore, an inventory analysis of the tube was unable to be conducted. Based on the photo images provided a possible root cause of the kink may have been due to handling of the tube prior to usage. A risk assessment was performed, and the ultimate risk was determined to be medium which requires reporting to the CAPA review board. One (1) complaint was reported within the 24 months for "kinked." However, there were seven (7) other complaints reported for part number I-pfhv-70 during the same timeframe; the seven (7) complaints were for hole/perforation found and leak." We will continue to monitor trends during our periodic complaint review meetings.

Event description:
Tracheal tube was kinked and the suction tube stopped halfway, so the tracheal tube was removed and a new tracheal tube was inserted.